Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with dry eye at lasik post-op visit. This report references the left eye. An additional report will be filed for the right eye. Additional information has been requested.